Manufacturer narrative:
(B)(4). Concomitant medical products¿ vanguard posterior stabilized tibial bearing 12mm x 71/75mm catalog #: 183642 lot #: 692940, vanguard series-a standard patella 31mm catalog #: 184764 lot #: 586580, biomet cc I-beam tibial tray 71mm catalog #: 141223 lot #: j3674284. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001825034-2019-01932, 0001825034-2019-01933. 0001825034-2019-01934. Investigation incomplete.

Event description:
It is reported that the patient has experienced overextension of the knee approximately three (3) years following left knee arthroplasty. No additional patient consequences have been reported.

Manufacturer narrative:
The product was evaluated through manufacturing review and radiographic inspection, however, the reported event could not be confirmed. X-ray evaluation identified anatomic alignment of the components implanted. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.